Event description:
Additional information reported there was actually no abnormality noticed during the inspection prior to use.

Manufacturer narrative:
Concomitant: product ID 3389-40, lot# 0207291938, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 37085-60, product type extension. (B)(4).

Event description:
The company representative (rep) reported that the patient was implanted successfully with an implantable neurostimulator (ins) due to parkinson's disease. It was noted that there was a package abnormality with the lead before opened, device was inspected prior to use, and an abnormality was found. There was a 50% or greater symptom reduction post-operative. It was then stated that the patient reported no improvement after the surgery. After the device was started, one side had been improved and another side was not. The recharging frequency matched the patient's settings. The patient was trained and in cycling mode. No imaging examination was performed. No program record. The physician tested the device and found high resistance; the physician suspected it's an extension wire issue. A successful replacement was performed and the patient was good now. It was noted that the lead can't be returned to the device manufacturer due to hospital's policy. The physician suspected it was a quality issue. If additional information is received, a follow up report will be sent.